Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. While advancing the taxus liberte 2.75x20mm stent delivery system, it was unable to cross the target lesion. The procedure was able to be completed with a different device with no pt complications. The pt condition post procedure was reported to be "no problem". Product analysis revealed stent damage.

Manufacturer narrative:
A visual, microscopic and tactile examination of the stent delivery system (sds) revealed stent damage. The stent strut on row 1 was pushed distally. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A review of the mfg documentation found that the device met its material, assembly and product specs at the time of release to distribution. The most probable root cause is operational context as the device performance was limited due to anatomical/procedural factors. (B)(4).